Manufacturer narrative:
DHR - lot fbjf was manufactured on 22 july 2014 and (B)(4) parts were released. No anomaly was found during this review. Failure analysis - no return, the instrument is implanted in the patient. The incident is evaluated as valid because the compression screw is not intended to be implanted in the patient. Root cause - the function of the compression screw is defined in the surgical technique used by the surgeon. Product is laser marked with its part number and this part number is indicted as an instrument in the surgical technique. A surgical technique is delivered with the tibiaxys system. The incident can be explained by an error during the surgery.

Event description:
It was reported that during the verification of the set of loans, they found that the surgeon placed a test implant . No patient injury or consequences reported, and the event did not lead to surgical delay. Additional information has been requested.